Event description:
Customer reported that the unit has multiple error code messages. The device was in clinical use with a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. When the reported issue occurred patient was placed on a different unit with no complications.

Manufacturer narrative:
Results code corrected.